Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured posterior communicating artery aneurysm with a max diameter of 5.2 mm and a 4.1 mm neck diameter. The landing zone was 3.6mm distally and 3.8mm proximally. It was noted that the patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that after femoral artery puncture, vascular access was established. After the microcatheter was positioned, the ped-400-20 flow-diverting dense mesh stent was hydrated and advanced into the microcatheter to the target position. When preparing for deployment, it was found that the tip end of the stent could not be pushed out of the microcatheter. After multiple attempts, the stent still could not be pushed out and failed to open distally. To ensure procedural safety, a new stent was used instead to continue the procedure, and the procedure was completed successfully. The pipeline positioned in a bend. The amount of the pipeline that had been deployed at the time it failed to open, the number of times the pipeline was resheathed, and additional steps or other devices were required to attempt to open the pipeline were unknown. The pipeline was removed from the patient; however, it is unknown whether it was resheathed and removed together with the microcatheter. The angiographic result post procedure showed an obvious contrast agent stagnation within the aneurysm. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that a cause for the failure to open was identified as, "the tip end of the stent could not be pushed out of the microcatheter." The resistance occurred in the distal end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. No damage to the pipeline pushwire or catheter was observed.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.